Manufacturer narrative:
The oasis is a 1.2 tesla vertical field (open) MRI system. Hitachi service performed thermal testing on the unit and confirmed that the machine is working within specification and there is no evidence of a malfunction. The patient's abdomen was touching the magnet bore and there may not have been sufficient padding to prevent thermal injury from the radio frequency transmitter.

Event description:
A patient received a shoulder exam on the hitachi oasis MRI system on (B)(6) 2017. The patient called site and left a voicemail 5 days after exam to report that he had redness on his belly which turned into blisters. The patient was scheduled to see his primary care doctor on (B)(6) 2017. Site has not seen the patient to confirm injury.